Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed device error. The customer reported that the ventilator was in use with a patient but the error message happened after the patient was off the ventilator. There was no patient harm or injury associated with this event.